Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt unfortunately expired on (B)(6), 2011.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed. Note: a previous event reported to the MFR for this pt which took place at the time of implant has been recorded previously under MFR initial medwatch report# 2916596-2011-00405.